Event description:
A 70 year old female with known coronary artery disease with sick sinus syndrome. Permanent pacemaker placed in jan. 1995. Patient now electively admitted for ventricular lead change due to oversensing and failure to capture. No adverse outcome noted.